Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: phone extension "(B)(6)". Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was another cadd solis pump that is having issues, it was returned for repair and the unit kept giving the, "cassette not seated," error message. Per reporter, the pump was tested with multiple cassettes. There was unknown patient involvement. No patient harm/adverse event reported.

Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. No previous repair has been noted in the last 12 months. Product evaluation and problem confirmation cannot be performed. Error history log was not provided. Probable cause could not be determined.

Manufacturer narrative:
D9: product received date 9/16/2024. H3: one device was returned for repair in used condition with complaint of cassette not seated error. There was no observable damage to the device. Visual and functional evaluation was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event history found cassette not attached properly alarm. The reported complaint was replicated, and the probable cause was an inoperable downstream occlusion (dso) sensor. The dso sensor was replaced to correct the issue. The device passed all functional tests after the repair.